Manufacturer narrative:
According to available information, at this time, this device remains implanted and in service. When additional information is provided, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this defibrillator revealed the patient with this device had received eleven maximum energy shocks. A save to disk was provided to an internal technical service consultant. A review of the information was performed, it was determined the shocks were infective and the rhythm had deteriorated to ventricular fibrillation. It was suggested that a dual coil rather than single coil lead may be more effective in managing this patient. In addition further investigation of the defibrillation thresholds was recommended. In addition a review of the information revealed that the multiple shocks had lead to tachycardia therapy exhaustion. An electrophysiology study was recommended and further interrogation of the right ventricular lead to determine this is located in an optimal position. No further patient symptoms were reported.